Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the front enclosure and battery lock was damaged. The autopulse platform is a reusable device and was manufactured in 2009. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and user advisory (ua) 16 (time out moving to take up position) and ua 02(compression tracking error) messages was observed on (B)(6) 2016. During functional testing, the platform displayed ua 16 and ua 2 error messages. The processor board was replaced. The platform passed final testing. In summary the customer's reported complaint that the platform displayed ua 16 and ua 2 messages was confirmed during functional testing. The root cause for the user advisories was a defective processor board. After replacing the processor board, the platform passed all testing.

Event description:
The customer reported that while performing some drills on how to use the autopulse, the platform displayed a user advisory (ua) 16 (time out moving to take up position) and ua 02(compression tracking error) messages. The customer adjusted the manikin multiple times and swapped out the lifeband but was not able to clear the user advisory messages. There was no patient involvement reported.